Manufacturer narrative:
Device was not returned to MFR for eval. Therefore, we are unable to determine the cause of the event.

Event description:
It was reported that the pt underwent a one-level tlif at l3/4 two years ago using rhbmp-2/acs and depuy leopard cfrp cage from left-sided approach supplemented with posterior fixation instrumentation and right sided posterolateral fusion at l3/4 using rhbmp-2/acs. The pt's pre-op pain improved initially, but there was gradual onset of bilateral leg pain and back pain. CT scan performed on an unknown date showed left sided foraminal stenosis due to heterotopic bone formation extending straight out into the foramen at the site where the box chisel cut was made. Fusion was noted. A revision surgery was performed 28.5 months post-op to decompress the foramen. Depuy leopard cfrp cage used in interbody space. Gelfoam used, but removed prior to closure. Floseal was used for hemostasis during the index procedure, and tisseal may have been used as well.